Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customers blood glucose level was 288 mg/dl. Due to not being able to administer insulin as a result of the cartridge change error, the customer went to the ER on (B)(6) 2023. Customer was administered intravenous fluids of saline and dextrose insulin to ensure insulin levels did not rise while not using the pump. Customer was able to successfully load a new cartridge and continued to use the pump for insulin therapy. They were released from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved.